Manufacturer narrative:
Final analysis found an insulation abrasion at 12.8 cm to 13.0 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart breaching the outer insulation and exposing the outer coil distal to the suture sleeve tie impression. This likely caused the complaint of noise from the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with noise and automatic mode switch episodes, the patient complained of heart racing -palpitations-. Note, device interrogation indicated that the patient already had lead noise issues and the device had been programmed ddi. No reprogramming had been reported.

Event description:
New information states that the lead was explanted and returned.